Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported about a month ago she felt like her implant may have moved, stated she felt it move "like it has roll over "or may have flipped . Since then she feels like she has had return or symptom. Wanted to know if she should try a different program. Patient reported her current program has worked well for her until she felt like implant has moved. The patient was advised to check on implanted system to make sure everything was still in its proper place. Patient was scheduled to see healthcare provider (hcp) next monday. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the circumstances that led to the felt device flipped or moved was when patient was getting into bed and it felt like they had a rock and then it felt like it flipped or moved. The patient appointment was on (B)(6) 2018 and weight was recorded at the time of the appointment.